Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient received an inappropriate shock due to low amplitude measurements and t-wave oversensing. It was initially thought to be due to atrial fibrillation but was determined to be ventricular tachycardia which was below the programmed rate zone. Additional inappropriate shocks were reported due oversensing of atrial flutter and low amplitudes. It was noted that the programming was different than the first event so reprogramming had most likely occurred previously. The patient subsequently presented to the emergency room with chest pain, discomfort and shortness of breath due to acute decompensation of heart failure as a result of the inappropriate therapy. The patient's medication regime was adjusted. The device was returned for evaluation after explant for normal battery depletion. No additional adverse patient effects were reported.